Event description:
Boston scientific received information that this right ventricular (rv) lead has had slowly increased pacing impedances which have now reached greater than 2500 ohms. All other measurements are within normal range. Boston scientific technical services (ts) was consulted and suggested that if everything else is working appropriately they could monitor for now, however this is not normal impedance readings. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.